Event description:
The customer reported the alarm has no power. The customer reported they replaced the batteries with new ones and there was no visible damage to the outside of the alarm. The customer did not provide a specific date when this was discovered. The customer reported that there was no pt incident or injury that occurred.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue. The alarm powers up and passes all functional test on the three attempts made. There was no intermittency in power observed. The battery springs, battery compartment and battery ribbon have corrosion on them from battery leakage. The battery door is missing. Further investigation found that the unit plays tone only, unit does not play factory default message. Note: posey instructions for use has a statement: if the posey keepsafe deluxe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Check to make sure the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use the posey keepsafe deluxe if the audible alarm does not sound. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries.) Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).